Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 80% deployment the valve was po sitioned at 0-1mm on both the non-coronary (ncc) and the left coronary cusps. Forward pressure was held upon release of the valve. An aortogram showed the valve deployed at -3 to -4mm on the ncc. Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve. No adverse patient effects were reported.